Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to corroded battery tube. No beeps or alarms noted. Unable to perform functional testing including self test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or download pump history due to blank display. The pump was received with corroded battery cap contact and corroded battery tube spring, broken battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners, missing end cap sticker and minor scratches on lcd window.

Event description:
Customer reported via phone call absence of no delivery alarm and blank display anomaly on the insulin pump. Customer¿s blood glucose level was 181 mg/dl. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the device remained blank. Customer advised the insulin pump was cracked and they changed out their infusion set. Customer believed the insulin pump had an absence of no delivery alarm in addition to the blank display anomaly. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.